Event description:
Reporter indicated that device diagnostic testing (both systems diagnostics and normal mode) resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high impedance test result on systems diagnostic test. Review of x-rays by treating physician did not reveal any obvious discontinuities in the vns therapy system. Lead break is suspected. The patient has been referred for surgical consult. No serious injury was reported in conjunction with the high lead impedance condition.